Event description:
A medtronic representative reported a navigation system found to be unresponsive on the blue medtronic screen. A re-boot returned the system to the launch menu and cranial software functioned normally, without issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was noted that the system appeared to have been left on in the cranial application. The medtronic representative cautioned the site to exit out of the software when use is completed. No files/exams were returned to the manufacturer for analysis. There have been no further issues reported.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. Site has been instructed to exit out of the software when it is not in use to avoid this issue.